Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called their vad coordinator (vc) complaining of driveline (dl) communication faults on their controller. The vc called the help-line and then reached out to the clinical team. The vc was instructed to bring the patient into the clinic to clear the alarm and send log files. If the alarm returned, the vc was instructed to change out the modular cable and possibly the pocket controller. No further information about recurrence of the dl communication faults or any device exchanges has been received.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults; however, a specific cause for these events and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be established through this evaluation. The submitted controller event log file contained data from (B)(6) 2020. The log file captured driveline communication faults beginning on (B)(6) 2020 at 02:00:29 which were active for the remainder of the log file data. Additionally, com a faults were observed on (B)(6) 2020, indicating that the communication fault was likely associated with the com a line. No other atypical alarms or events were captured. The pump operated as intended at the set speed throughout the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 7 of the heartmate 3 lvas IFU, ¿alarms and troubleshooting¿, and section 5 of the heartmate 3 patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions, including the driveline communication fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the heartmate 3 patient handbook, ¿handling emergencies¿, lists examples of emergencies, including the driveline communication fault, and the recommended actions associated with each. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2019. No further information was provided. The manufacturer is closing the file on this event.